Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarms. There was no reported adverse impact to customer's blood glucose level. Multiple follow-up attempts to retrieve confirmation of an alternate method of insulin therapy were made by tandem technical support however the customer did not respond.